Event description:
A report was received that the patient was experiencing strong shocking sensation when stimulation was on. It was also reported that the patients ipg would not hold a charge and was having communication issue with the remote control (rc). The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1200 (B)(4) device evaluation indicated that the ipg passed all test performed and revealed no anomalies.

Event description:
A report was received that the patient was experiencing strong shocking sensation when stimulation was on. It was also reported that the patients ipg would not hold a charge and was having communication issue with the remote control (rc). The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.